Manufacturer narrative:
(B)(4). Eval results - eval of the returned product found that the rivet that holds the lock on the leather are broken and the lock is no longer attached to the piece of leather; however, the lock is still intact and attached to the post. The lock has to be opened with a key. (B)(4).

Event description:
Customer claims that they had the male pt restrained by all four limbs. The staff found the pt had freed himself from the restraint and was chewing on the leather cuff. They noticed that the rivets that holds the strap on the locking buckle were broken completely off. There was no pt/personnel injury when this occurred.